Event description:
Pt with difficult IV start. Warm pack used on extremities. Placed directly on skin. Left in place approximately 10 minutes. Later blisters were noted on pt's left flank area. Sustained 2nd degree burn to area.